Event description:
Per the customer, during a case there were software malfunctions. While navigating the two window view of trajectory 1 and 2 the view changed to coronal and axial. The device displayed the tip of the rotational adapter between 4.5mm and 5.5mm when moved outside the field of view. This happened whenever they would use the rotational adaptor and take it out of the field of view. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, during a case there were software malfunctions. While navigating the two window view of trajectory 1 and 2 the view changed to coronal and axial. The device displayed the tip of the rotational adapter between 4.5mm and 5.5mm when moved outside the field of view. This happened whenever they would use the rotational adaptor and take it out of the field of view. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device log files were not available for evaluation. H3 other text : log files not submitted by customer for evaluation.